Event description:
Information received from the field notes that a routine follow-up observed dashes (---) for current drain and recommended replacement time (rrt) characteristics. The patient was post dc cardioversion with approximately six high energy shocks, the last two at 360j.